Event description:
It was reported that the patient experienced an overstimulation sensation in the chest after increasing the stimulation to better cover back pain.the overstimulation occurred following a fall where the collar bone was broken on the left side. The patient also fell on the implantable neurostimulator (ins) and developed a hematoma and tenderness over the ins site. The stimulation was lowered and the chest pain was resolved. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, serial #(B)(4), anchor model 3550-39, serial #(B)(4), implanted: 2011-(B)(6), explanted: unknown, lead model 3777-60, serial #(B)(4), implanted: 2011-(B)(6)explanted: unknown, lead model 3777-60, serial #(B)(4), implanted: 2011-10-12, explanted: unknown.